Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 266 (mg/dl). Customer contacted tandem technical support to address bg levels. System check indicated the pump was performing as expected. Customer delivered a correction bolus and bg levels decreased to 123 (mg/dl).